Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient implanted with a neurostimulator for spinal pain and complex regional pain syndrome. It was reported that during the patient's revision, their lead had become disconnected. The patient was later sent back to the operating room where the surgeon reconnected it. No further complications were reported or anticipated. Follow up in process to obtain further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.